Event description:
Customer called to report that the unicel dxc 800 synchron system generated two erroneously high patient results on (B)(6) 2012 and (B)(6) 2012. This report is based on the erroneous result generated on (B)(6) 2012. The results were reported out of the laboratory, after which the physician ordered creatinine clearance tests on both patients. The creatinine clearance results came back normal. Customer then lifted the creatinine module to investigate the issue and found that the reagent syringe was leaking. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. The samples were then repeated, and the reports were amended accordingly. There was no death, injury or change to patient treatment attributed to or associated with this complaint. The field service engineer (fse) inspected the instrument and found that the reagent syringe required replacement. The fse replaced the reagent syringe to address the issue. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
Please note that an additional medical device report was filed based on the same instrument issue to document the erroneous patient result that was generated on (B)(6) 2012 as MDR #2050012-2012-01036. (B)(4).